Event description:
It was reported that during an egd procedure for treatment, the tip with needle guide tube assembly detached from the device. The tip of the injection gold probe fell off. They used another unit to continue the procedure and the outcome was reported as successful.